Event description:
Difficulties to engage/move and attach the guidewire, hindering the procedure of passage technique.

Manufacturer narrative:
Pending customer to confirm if the guidewire is still available for investigation. Only the guidewire protection tube was sent back with no guidewire.